Event description:
It was reported that during continuous renal replacement therapy with an unspecified type of prismaflex set, a "pressure sensor failure" was observed "with internal water damage to the pressure sensor" noted. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.